Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, during an open reduction internal fixation (orif) of an ankle performed by the surgeon, the probe of the synthes universal small fragment depth gauge was broke after the surgeon measured for her last screw. The depth gauge was already out of the wound at the time that the probe broke off. The broken probe was lost by sterile processing department during decontamination. No action was necessary. A second depth gauge was already on the sterile field. Fragments were generated and was removed easily without additional intervention. No delay was caused. Procedure successfully completed. No negative patient consequences. This complaint involves 1 device. This report is for (1) 2.7/3.5mm depth gauge 0 to 60mm. This is report 1 of 1 for (B)(4).